Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed, the device met all the manufacturing specifications. A labeling review was performed; there is no indication that the device was not used in accordance with the labeling. A risk review was completed and confirmed that the events of "gel found in unintended site - nonvascular" is accounted in the risk documentation of the device. These events have been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information available the cause that contributed to the reported event unintended use error caused or contributed to event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2025, was chosen as the best estimate based on the date that the that the manufacturer became aware of the event (B)(6) 2026. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that during the follow up routine spaceoar vue placement procedure, the physician reported that the patient had the hydrogel infiltration in the rectum almost completely through the lumen, the magnetic resonance imaging (MRI) showed a slightly infiltration of the hydrogel in the apex, close to the mucosa. The physician will hold off the radiation treatment. No patient complications were reported.